Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. No physical damage was observed. The sensor passed continuity tests, no short or open connection was detected and no intermittent short or open connection was detected when sensor was manipulated. The sensor was able to obtain spo2 (96%) and pulse rate (75 bpm) values within normal expected time frame (within 10 seconds). The sensor was functioning as designed. (B)(6).

Event description:
The customer reported the rd newborn sensor is not giving accurate values. Philips x3 sp05 (rd newborn sensor): had first value: 70%, last value: 85%. Philips x2 fast (fast pediatric adhesive sensor): first value 80%, last value 95%. No patient impact or consequences were reported.

Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. No physical damage was observed. The sensor passed continuity tests, no short or open connection was detected and no intermittent short or open connection was detected when sensor was manipulated. The sensor was able to obtain spo2 (96%) and pulse rate (75 bpm) values within normal expected time frame (within 10 seconds). The sensor was functioning as designed. (B)(6). Brand name was corrected from rd set newborn to rd set neopt. Model # was corrected from 4013-9 to 4004-9. Catalog # was corrected from 4013 to 4004. Lot # was corrected from 17eqh to 17nbv. Expiration date was corrected from 05/01/2020 to 12/01/2020. UDI was corrected from (B)(4). Date received by MFR was corrected from 01/03/2019 to 03/19/2019. Device MFR date was corrected from 05/15/2017 to 12/07/2017.

Event description:
The customer reported the rd newborn sensor is not giving accurate values. Philips x3 sp05 (rd newborn sensor): had first value: 70%, last value: 85%. Philips x2 fast (fast pediatric adhesive sensor): first value 80%, last value 95%. No patient impact or consequences were reported.